Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed welts from tightness of the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported medical professionals assisted with medication for the welts. Follow up indicated that the welts have improved.